Manufacturer narrative:
Analysis of the log files from the AED showed it was manufactured on 5/13/2019 and placed into service on 9/4/2019 with the battery pack in question (serial number (B)(6)). Analysis of the log files from the AED did not identify a cause for the depleted battery pack but showed the AED operated as designed and notified the user of the low battery status beginning on 7/24/2023.

Event description:
An international distributor reported a customer's AED will not power on with their dbp-1400 battery pack serial number (B)(6), but it will power on with a spare battery. They reported that this did not occur during patient use.